Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The lesion was located in the 99% stenotic mid left anterior descending artery (lad). The procedure was completed with another of the same devices. There were no patient complicatons, and patient status was reported as 'good.'

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.